Event description:
When the surgeon was using the fastfix anchor, t1 and t2 deployed at the same time. The sales representative spoke to the surgeon and he thinks he may be accidentally advancing the gold thumb button as he is inserting t1 into meniscus. T1 remains in the patient unsupported.

Manufacturer narrative:
Device has not yet been received for evaluation.